Event description:
A registered nurse (rn) reported to fresenius that this patient on peritoneal dialysis (pd) was being deactivated after their pd catheter (not a fresenius product) stopped working. In additional follow-up, the patient confirmed scar tissue located in their abdomen entangled the pd catheter. The patient is currently on hemodialysis due to the malfunctioning pd catheter. The patient stated she did not have any adverse effects from fresenius products. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury or malfunctioned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).